Manufacturer narrative:
(B)(4). Justo, a., vilette, h., ehlinger, m., pasquier, g., laumonerie, p., cavaignac, é. (May 2021). A retrospective comparison of central and posterior hinge joints in 53 total knee arthroplasties. Orthopaedics & traumatology: surgery & research, vol. 107 (no. 3), pages 327-332. Https://doi.org/10.1016/j.otsr.2021.102868. Concomitant medical devices - unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown patella catalog #: ni, lot #: ni. Initial reporter occupation- correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00186. Device evaluated by manufacturer? Insufficient information.

Event description:
It was reported that one patient underwent a knee arthroplasty revision to address post-operative dislocation. Attempts were made, however, no additional information is available at this time.